Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia during school, with a lowest blood glucose of 46 mg/dl, prolonged lows lasting about two hours at times, and device alerts for low glucose; episodes were corrected with oral glucose and required observation by the school nurse. Symptoms included no reported clinical symptoms. Outcomes included temporary interference with normal activities and need for non-medical assistance at school. Investigation included troubleshooting and education with a request for clinical review and consultation. Investigation of this case revealed no device malfunction reported and an unclear cause for hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.